Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties, shaft break and balloon detachment occurred. The target lesion was located in the left internal mammary artery (lima). A 2.00 mm x 12 mm emerge¿ balloon catheter was advanced for dilatation. However, the balloon became stuck in the distal portion of the stent and the shaft broke off. The non-bsc guidewire and the shaft of the device were removed. However, a piece of the balloon remained in the patient's vessel. The unretrieved piece of the balloon was pushed against the wall of the artery and was covered with a stent. The procedure was not completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the hub, hypotube and proximal portion of an emerge balloon catheter along with the guidewire and the guide catheter. The outer shaft, and inner shaft were microscopically examined. The balloon, markerbands and tip were not returned. The inner and outer shafts are separated from each other starting at the exit notch. There were numerous hypotube and shaft kinks. Applicable manufacturing records related to the complaint device were reviewed. It was confirmed that the devices in this batch met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties, shaft break and balloon detachment occurred. The target lesion was located in the left internal mammary artery (lima). A 2.00mmx12mm emerge balloon catheter was advanced for dilatation. However, the balloon became stuck in the distal portion of the stent and the shaft broke off. The non-bsc guidewire and the shaft of the device were removed. However, a piece of the balloon remained in the patient's vessel. The unretrieved piece of the balloon was pushed against the wall of the artery and was covered with a stent. The procedure was not completed. No patient complications were reported.